Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that a loss of connection between the transmitter and smart device occurred on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it had voltage. Nordic bluetooth test was performed and the transmitter failed as the transmitter connection timed out. A transmitter functional test was performed and the transmitter failed due to a failed connect threshold and connect. Share log data was available for review and confirmed signal loss on the date of issue. The customer complaint of loss of connection was confirmed. The root cause is a defective transmitter.